Event description:
The expiration date was different.(please refer to pistures) it is unacceptable, but this time specially shipped it. We demand that improvement. Invoice:(B)(4).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event as inconsistent labeling may lead to a biased interpretation and mislead the user. The allegation in this complaint was confirmed to be a complaint. This event is related to an inconsistency in the manufacturing date of accessories: the manufacturing date on the label of the shipping box is not consistent with the manufacturing date on the orifice flow restrictor. The root cause was determined to be that labeling has not been inspected. In consequence (correction) production was reminded to make sure that dates and lot numbers are matching when printing labels. The complainant was asked to ignore the date on the box. There was no patient involvement.